Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during between (B)(6) 2017 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +22.0 diopter) was implanted on (B)(6) 2017 in the patient¿s operative eye. Reportedly, on a subsequent post-op visit, the patient had 20/25 distance vision, but complained that the vision was blurry. After consulting with a different doctor the lens was explanted from patient's operative eye in a secondary procedure at a different location. The explanted lens was discarded by the customer. No further information provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.